Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. It was reported that full insertion was confirmed during initial implantation surgery but tip foldover was noted and could not be corrected despite multiple attempts. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.